Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt felt the: "leads had moved." Additional info has been requested; a follow-up report will be submitted if additional info becomes available.